Event description:
It was reported that a spectrum iq infusion pump displayed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the downstream sensor out of specification. The force sensor no tube and force sensor scale factor calibrations are required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.